Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted system controller log files confirmed low flow hazard and driveline fault advisory events; however, a specific cause for the low flow and driveline fault events could not be conclusively determined through this evaluation. The account submitted two system controller log files to technical services on 31mar2020 and 06apr2020 with a request for analysis. Technical services personnel reviewed the log files and communicated to the customer that a couple of low flow and driveline fault events were noted, which were transient in nature. It was advised to continue to monitor the patient for any further events. The submitted log files cumulatively contained data from 13mar2020 ¿ 06apr2020 and captured an isolated couple of low flow hazard events on (B)(6) 2020 at 10:36 am. The low flow events were associated with an estimated flow value of 2.4 lpm, which is just below the low flow hazard threshold of 2.5 lpm. Overall, pump power and estimated flow ranged from 4.5-5.7 watts and 2.4-4.6 lpm, respectively. In addition, two active yellow wrench/driveline fault advisory events were captured on (B)(6) 2020 at 2:50 pm and 3:10 pm. The hex values recorded in the submitted log files showed that the values of phase 3 were reduced compared to the other two motor phases at the time of the driveline fault activation. The phase values recovered following the driveline fault events and the values of all three phases otherwise remained stable throughout the log file data. A specific cause for the driveline fault events could not conclusively be determined through this evaluation as no product is available for analysis. Despite the low flow and driveline fault events, the pump appeared to be operating as intended at speeds above the low speed limit for the duration of the log file data. Multiple attempts were made to obtain additional information from the customer regarding this event; however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on (B)(6). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient had power cable disconnects while on batteries as a result of battery clips not making good contact with the batteries. Low flow events were captured on (B)(6) 2020 along with a couple of driveline faults on (B)(6) 2020. These events were not sustained and in looking at the wire values, they are within a normal range with the exception of those two events where continuity dropped but recovered quickly.